Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020 at 12.00pm. The customer blood glucose level was 900 mg/dl at the time of incident. The customer was treated with insulin drip, sugar drip and insulin pump. Customer was changing her set and then started vomiting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active. Customer did not allege pump was under delivering. The device will not returned for analysis.